Event description:
Info received indicates the product was removed due to regurgitation. Valve inspection during device retrieval noted a tear seen in the cusp belly of one leaflet. The valve was replaced with no add'l pt complication reported.